Event description:
Device malfunction: difficult retrieval. Time of malfunction: during procedure. Symptoms: none. It was reported that during a stent procedure of the right internal carotid artery, with mild calcification and disease segment length of 15 mm, the accunet rc2 could not cross through the stent during the filter basket retrieval. The accunet rc1 was used successfully without issue. Patient discharge date 2006. There was no reported pt consequence and there is no additional info available.